Event description:
As reported by the user facility: over infusion; pump programmed 4 ml per hour administered 10 ml per hour, drug used is unknown. No patient injury reported. MFR - 9610825-2014-00280.